Event description:
It was reported that the 6600 system had an error code displayed. No pt injury was reported.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The high voltage cable was replaced and the software was re-installed during the svc call. The system was tested and found to be working as intended, and put back into svc.